Manufacturer narrative:
On (B)(6) 2018 no parts were returned for evaluation; therefore no findings are available for the reported problem and a cause could not be established.

Event description:
It was reported that the ventilator would not power on. Reportedly, the unit was not in use on a patient. The event date was not specified, estimate used.